Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed.

Event description:
The customer reported that they received a visible "speaker malfunction" inop. No patient was harmed as a result of this issue.

Event description:
It was reported that during a lap liver resection, the plastic part melted off, it stuck to the end of the jaw and came out as one unit. Nothing fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. The account will not release the device at this time.